Event description:
Customer reported an altitude alarm 21 and initially believed the pump was not functioning properly. There was no adverse impact to the customer¿s blood glucose level. While on the call with technical support, it was confirmed that the pump was working as intended, and no further assistance was needed.